Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on the implantable cardiac monitor; the patient was asymptomatic. No programming modifications were performed. No further information was reported.

Manufacturer narrative:
The reported field event of undersensing was not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Event description:
New information received notes that on (B)(6) 2018 the device was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.